Event description:
User experiencing intermittent low patient calcium results which are higher on repeat, since 2007. The following examples were provided: patient 1: (male) on eighteen days later, initially gave 7.7 mg/dl; repeated on the next day, gave 9.3 mg/dl. Patient 2: (female) on eighteen days after the original date, initially gave 9.0 mg/dl; repeated on the next day, gave 9.9 mg/dl. Patient 3: (female) on eighteen days after the original date, initially gave 7.7 mg/dl; repeated on the next day, gave 8.5 mg/dl. Patient 4: (female) on eighteen days after the original date, initially gave 8.0 mg/dl, repeated on the following day, gave 9.4 mg/dl. Patient 5: (female) on nineteen days after the original date, initially gave 6.0 mg/dl, repeated on the same day gave 8.0 mg/dl. The initial results were not reported. The field service representative was unable to determine a root cause. The technical service representative installed a special wash cycle on the analyzer.